Event description:
It was reported that the procedure was to treat an unspecified lesion with mild calcification and mild tortuosity. The 2.0x12 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion and resistance was noted with the anatomy. The balloon was inflated once and ruptured at 4 atmospheres. Another trek balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.